Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the guidewire distal end was noted to be kinked. The guidewire nitinol tube distal tip was noted to be broken/fractured. The core wire distal end was observed through the distal tip dome. During functional test the guidewire was hydrated and no anomalies were noted. Functional inspection was not carried out further due to the damage noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported guidewire deformed was confirmed as the distal end was kinked. The reported guidewire friction could not be replicated during device analysis; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that the operator tried to use the subject guidewire to bring the catheter to the location. Since the vessel was quite tortuous, the guidewire could not be placed to the location even after several tries. So withdrew it and found the guidewire deformed. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure, the patients anatomy was severely tortuous and the guidewire was torqued to overcome resistance. The guidewire was returned for analysis and there was kinking noted to the distal end with a fracture noted to the nitinol tubing to the distal end. It is probable that the patients anatomy caused the difficulties to navigate the device to the target location, with the friction and torqueing to overcome the resistance most likely causing the damage noted to the distal end of the guidewire. An assignable cause of procedural factors will be assigned to the reported events: guidewire friction and guidewire deformed and to the analyzed events: guidewire distal end/tip kinked/bent and guidewire distal tip broken/fractured during use, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
The subject device was returned for analysis and the device investigation revealed that the guidewire distal tip was broken/fractured during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.